Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an ureterolithotomy with the subject device, an endoscopic image disappeared. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury. Olympus medical systems corp. (Omsc) found the scope communication error b30, e216 appeared on the monitor and an endoscopic image was not displayed on the monitor at incoming inspection for repair in olympus service operation repair center.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. Based upon the information from the local service engineer, the reported phenomenon was not duplicated. Since the device was not returned, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd and circuit board. The instruction manual of the device states the corresponding method in case of an abnormality.